Event description:
Customer reportedly received the following results on the active s system within 10 minutes: 390 mg/dl, 122 mg/dl, 119 mg/dl, 111 mg/dl, 132 mg/dl, 102 mg/dl, and 156 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Boston scientific crm received information that this pacing system was being explanted, due to infection. It was also reported that the associated leads had eroded through the patient's skin.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.